Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2020 and mesh was implanted. In (B)(6) 2021, the patient experienced bladder pain, pain in sitting position, recurrent urinary tract infections and slow urinary flow. On (B)(6) 2022, the patient underwent removal of urethral strips due to pain and overactive bladder. Clinical examination found an exquisite painful area of the left arm of the suburethral strip, which moreover appeared rather superficial at the level of the vaginal introitus. The evaluation confirmed a slow bladder emptying, whereas this time the patient described having urinated under almost usual conditions. There was no significant post-mictional residue. Cystomanometry did not find contractions of the detrusor, and the needs are rather early, with an associated painful sensation. The study of the mictional phase found a small detrusorian contraction with a low flow rate, which did not direct toward an obstruction under the bladder, but may be related to hypocontractility. Introital ultrasound revealed the prosthesis well positioned under the urethra, without argument for excessive tension, with symmetrical arms, which however seem quite distal. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-07036.